Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. Photographic evaluation noted a hole on the tubing. The exact root cause of the reported condition was not determined. No additional observation was noted from the photo. If additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of a cl catheter ext set/luer act. Valve mll adapter in which the tubing was splitting during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A picture of the sample is available for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.